Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No other anomalies were found.

Event description:
It was reported that the patient presented for initial leadless pacemaker (lp) implant. During the procedure, it was noted that the lp caught on tissue, causing the helix to become stretched. The lp was removed from the patient and the procedure was completed using an alternate lp on (B)(6)2022. . The patient was stable.